Event description:
It reported that a pump was falsely detecting a loaded set. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom false detection of a loaded set was confirmed and reproduced. It was caused by a fluid build up on the optical sensor. As a result, the upstream sensor was replaced.